Event description:
It was reported "after the doctor completed the placement of the catheter to verify the catheter airtightness, found that the extension tube and the catheter connection blood seepage, after investigation found that the extension tube has a crack resulting in blood seepage, remove the catheter and reopen a set of catheters, the extension tube and the catheter according to the instructions of the operating procedures, in the process of the pumping back to the phenomenon of blood seepage was found again, found to be the joints with a crack caused by the opening of a new set of catheters, and finally completed successfully. A new set of catheter was opened again, and the final placement was successfully completed." The user change to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00495.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the doctor completed the placement of the catheter to verify the catheter airtightness, found that the extension tube and the catheter connection blood seepage, after investigation found that the extension tube has a crack resulting in blood seepage, remove the catheter and reopen a set of catheters, the extension tube and the catheter according to the instructions of the operating procedures, in the process of the pumping back to the phenomenon of blood seepage was found again, found to be the joints with a crack caused by the opening of a new set of catheters, and finally completed successfully. A new set of catheter was opened again, and the final placement was successfully completed." The user change to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00474 and 9680794-2025-00495.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a hemodialysis kit. Signs of use in the form of biological material were observed on the device. The compression sleeve was not returned with the unit. Two cracks were noted at the juncture hub. No other damage was seen on the device. Leak testing of the returned connector assembly was performed per amrq-000075 rev.17 which states "7.3.4 extension line liquid leakage: the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300 kpa. Maintain the pressure for a minimum of 30 s while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were flushed with water and individually attached to a leak tester. With the distal end of the metal cannulas occluded, the extension lines were each pressurized to 315 kpa for 30 seconds. The device leaked out of one of the cracks when pressurized through the red arterial hub. A leak was also observed where the cannula meets the juncture hub when pressurized through the blue hub. A manual tug test confirmed both luer hubs were securely attached to their respective lumens. A device history record review was performed and a potential finding was identified; however, it was determined that the finding was not relevant to the reported event. The instructions for use (IFU) provided with this kit instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of blood seepage from the juncture hub due to a crack was able to be confirmed through investigation of the returned sample. Visual inspection revealed two small cracks on the juncture hub of the connector assembly. A leak test performed in accordance with iso-10555-1 revealed leakage at where the cannula meets the juncture hub when pressurized through the blue venous hub and at one of the cracks when pressurized through the red hub. Based on the customer report , sample received, and confirmation from manufacturing, it was concluded that this damage is likely related to the juncture hub molding process. A non-conformance has been initiated to address this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer submitted four photos and two videos for analysis. The videos show blood leaking from the connection between the juncture hub of a connector assembly and the attached molded compression fitting. The photos show the juncture hub of a connector assembly. There is a visible crack on the juncture hub. No other defects or anomalies are visible. The customer report of a cracked juncture hub was able to be confirmed through review of the submitted photos and videos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for material hv-21519-001b, lots 13c24d0173, 13c24d0174, 13c24d0244, and 13c23j1054 regarding "juncture hub cracked/separated in use". Review of the non-conformance revealed that the failure mode of this complaint is the same as is addressed in the non-conformance. The instructions for use (IFU) provided with this kit instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." The customer report of a cracked juncture hub was able to be confirmed by visual inspection of the customer supplied photos and videos. The photos and videos show a crack in the juncture hub of a connector assembly. Manufacturing was contacted as part of this investigation, and it was determined that the root cause of this damage is likely related to the juncture hub molding process. A non-conformance has previously been initiated for material cs-15192-vfe, lot 33f24c0063 regarding juncture hub cracking. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported "after the doctor completed the placement of the catheter to verify the catheter airtightness, found that the extension tube and the catheter connection blood seepage, after investigation found that the extension tube has a crack resulting in blood seepage, remove the catheter and reopen a set of catheters, the extension tube and the catheter according to the instructions of the operating procedures, in the process of the pumping back to the phenomenon of blood seepage was found again, found to be the joints with a crack caused by the opening of a new set of catheters, and finally completed successfully. A new set of catheter was opened again, and the final placement was successfully completed." The user change to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00474 and 9680794-2025-00495.